Manufacturer narrative:
As reported, the "sealant" of a 6f/7f mynxgrip vascular closure device (vcd) could not be advanced. There was no reported patient injury. The user was certified and experienced for 10 years. The mynx vcd was used during an interventional procedure with an antegrade approach. A non-cordis sheath introducer was used. Femoral artery suitability was verified by angiography or venography, including confirmation of an appropriate insertion angle. The device was used in the femoral artery. No vessel tortuosity was reported, and there was no reported presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using manual compression. The user did not shuttle down completely, there was no significant resistance during shuttling, and no unusual force was applied when retracting the sheath. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was exposed near the shuttle tip, and the advancer tube was in its manufactured position. Additionally, the sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to report. No additional anomalies were observed during this visual analysis. The inflation/deflation test was performed, and no issues were observed, as the balloon inflated and deflated as expected. A deployment test was performed, and no issues related to device functionality were observed. The sealant was deployed, and the advancer tube was advanced as expected after proximal traction was applied to the shuttle to continue advancement. The advancer tube was fully removed over the balloon without any impediment or friction. The reported event of ¿sealant-failure to deploy¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position with the sealant exposed on the catheter. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and product analysis, the failure to deploy experienced could be related to procedural/handling factors (user error), as it was reported that the user did not shuttle down completely, especially since there were no damages/anomalies noted during analysis that could have contributed to the issue experienced. Additionally, it was also noted that the device was returned with the sealant sleeve partially retracted, indicating that the sheath may not have been fully retracted onto the shuttle when attempting to deploy the sealant. However, as the sheath was not returned for analysis, it is unknown if the sealant sleeve placement was due to manipulations after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the "sealant" of a 6/7f mynxgrip vascular closure device (vcd) could not be advanced. There was no reported patient injury. The user was certified and experienced for 10 years. The mynx control vascular closure device (vcd) was used during an interventional procedure with an antegrade approach. A non-cordis sheath introducer was used. Femoral artery suitability was verified by angiography or venography, including confirmation of an appropriate insertion angle. The device was used in the femoral artery. No vessel tortuosity was reported, and there was no reported presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved using manual compression. The user did not shuttle down completely, there was no significant resistance during shuttling, and no unusual force was applied when retracting the sheath. The device was not returned for evaluation as previously expected.